Event description:
It was reported that a patient with a 19mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, 10 months due to severe calcific aortic valve stenosis. The patient presented with doe ,fatigue and nyha ii symptoms. The tavr was performed with a 20mm 9750tfx valve. The patient remained hemodynamically stable and was transferred to the pacu for further monitoring.

Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to b3,b5 and b6.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The root cause of the event was likely patient related factors and the progression of the underlying valvular disease pathology. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 19mm 3300tfx valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of seven (7) years, 10 months due to severe calcific aortic valve stenosis. The patient presented with doe ,fatigue and nyha ii symptoms. The intervention is indicated but not scheduled yet.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was due to patient factors and progression of underlying valvular disease.